Event description:
September 2012, l/r bilateral inguinal and umbilical hernia repair, outpatient, at a hospital-with covidien parietex progrip for men, mesh with "surgical velcro". What crap. The mesh did not ever hold, moved and bunched up. Is presently, and since the day of surgery to now 2 1/2 years later, gripping an rubbing my nerves and spermcord. The mesh must get taken off the market, now, right now. It is garbage. It has destroyed my life savings. I paid for the surgery in advance 100 percent out of my pocket, no insurance. Since the surgery, I have spent 200 percent of what I spent for the surgery, to see many doctors and surgeons for consult and for all kinds of radiology. I have shortened erection length and smaller width, when I ejaculate I am in extreme agony for 4 days, every time. Also, the ejaculate fluid, now "comes" out, prior to surgery, it shot out. I have constant seering pain and ache and tightness, in to my thigh muscles, left is up to an 8 (1-10) right side is less. Two doctors and a lot of radiology confirm, mesh should have been removed 2 years ago, it is still in me, no surgeon will remove it in 6 states. Get the mesh off the market and stop allowing it, to be implant in men who have no clue it's garbage.